Event description:
According to the reporter during procedure, generators flashed red light. Could not be activated. It was further reported that the battery and generator were connected. The first dissector worked for a few strikes, then stopped working. Everything was reassembled, battery replaced, generator replaced but it still did not work. A new dissector was used on the same the generator and still it did not work. The situation was solved with another device from another company. There was a delay of 2¿5 minutes to understand the problem. The battery used in the event worked well with other dissectors/procedures. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, generators flashed red light. Could not be activated. It was further reported that the battery and generator were connected. The first dissector worked for a few strikes, then stopped working. Everything was reassembled, battery replaced, generator replaced but it still did not work. A new dissector was used on the same the generator and still it did not work. The situation was solved with another device from another company. Bleeding until, in the worst case, switching to open. The procedure also experienced a time delay. The battery used in the event worked well with other dissectors/procedures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, generators flashed red light. Could not be activated. It was further reported that the battery and generator were connected. The first dissector worked for a few strikes, then stopped working. Everything was reassembled, battery replaced, generator replaced but it still did not work. A new dissector was used on the same the generator and still it did not work. Bleeding until, in the worst case, switching to open. The situation was solved with another device from another company. There was a delay of 2¿5 minutes to understand the problem. The battery used in the event worked well with other dissectors/procedures.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing was performed on the returned generator using a test lab battery and dissector. The assembled device turned green and produced the startup tones. Full functionality was confirmed by activating the dual mode energy button with the clamping jaws open. The result was acceptable. It was reported that the device did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, generators flashed red light. Could not be activated. It was further reported that the battery and generator were connected. The first dissector worked for a few strikes, then stopped working. Everything was reassembled, battery replaced, generator replaced but it still did not work. A new dissector was used but the same story. The situation was solved with another device from another company. Bleeding until, in the worst case, switching to open. The procedure also experienced a time delay. The battery used in the event worked well with other dissectors/procedures.

Manufacturer narrative:
D10 concomitant products: scgaa - reusable generator a scgaa scba - battery scba scda39 - ultrason dissect scda39 curved jaw 39cm, lot# 41705057x scda39 - ultrason dissect scda39 curved jaw 39cm, lot# 41705057x scba - battery scba medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, generators flashed red light. Could not be activated. It was further reported that the battery and generator were connected. The first dissector worked for a few strikes, then stopped working. Everything was reassembled, battery replaced, generator replaced but it still did not work. A new dissector was used but the same story. The situation was solved with another device from another company. Bleeding until, in the worst case, switching to open. The procedure also experienced a time delay.